Manufacturer narrative:
H3: the 36-90-3018 easy connect t-handle was not returned for evaluation. Although multiple attempts were made to obtain further information from the distributor rep regarding the return, no additional detail was provided. The root cause cannot be determined as the product was not provided for evaluation.

Event description:
On (B)(6) 2025, a surgeon experienced issues when using the regatta easy connect t-handle. While impacting, the regatta easy connect t-handle became jammed and was unable to be released. The surgery was able to be completed successfully utilizing an alternate seaspine instrument (mariner handle), however, the issue led to approximately a half hour delay in the surgical procedure, prompting this report. No patient injuries were reported and the problem did not require additional medical or surgical treatment.